Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received indicating this system is no longer in service due to this patient's death over two years following the last noted event observations.

Event description:
Boston scientific received information that the left ventricular (lv) lead displayed out of range pacing impedance measurements greater than 2000 ohms and high pacing threshold measurements with programming configuration set from tip to coil. The patient was brought into the clinic which upon further evaluation, when the lead configuration programmed from ring to the can, measurements were found within normal limits. A chest x-ray was recommended by boston scientific technical services (ts) to verify adequate lead position. There were no adverse patient effects reported. A request for additional information was sent. Additional information was received that following the programming changes, the measurements were stable. No x-ray or additional further follow-up is planned. The reprogramming resolved the issue. No adverse patient effects reported. Additional information was received that the lv lead displayed pacing impedance measurements greater than 2,000 ohms in ring to can configuration for approximately one year. No noise was reproduced during isometric exercises. Additional information was sought from the local area sales representative, however, at this time, additional information was not available. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.